Event description:
At the time of pick-up of a citadel plus bed frame that belongs to the arjo rental fleet, it was found that the side rail was detached from the bed. The bed was in use at that time. No injury occurred.

Manufacturer narrative:
Based on the collected information, the side rail was damaged when the patient was trying to exit the bed. The side rail was in up position at that time. The patient loaded the side rail causing bend and detachment of it. According to the instruction for use for citadel plus bed (IFU, 831.374 rev. I), ¿side rails are not intended to restrain patients who make a deliberate attempt to exit the bed.¿ ¿caregiver should always aid patient in exiting the bed. Make sure a capable patient knows how to get out of bed safely (and, if necessary, how to release the side rails) in case of fire or other emergency.¿ based on the analysis of the complaints concerning side rail detachment, the external excessive force must first compromise the integrity of the safety side prior to breaking it. Arjo device failed to meet its performance specification since the side rail was detached. The device was in use when the malfunction occurred. The complaint was assessed as reportable due to the side rail panel detachment from the bed.